Event description:
Physician stated that the appendage was large, and had significant fat. When he deployed the tigerpaw, it made the tissue start oozing. That the compression tore it. Physician stated he had to give blood products. Added time to case.